Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2009, the pt reported experiencing repeated e4 (occlusion) errors. She stated that when she changes her infusion sites the cannulas are bent. She stated this began 2-4 weeks ago when she began to use the sides of her body as an infusion site. She stated that she previously used her abdomen as an infusion site, but she began using different rotation techniques because she is concerned about forming scar tissue. She stated she is very active and she believes she does not have enough body fat to support the cannula. She normally changes the infusion site every 3 days but has had to change the site as often as 3 times in 24 hours due to e4 errors. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.